Manufacturer narrative:
Device evaluation: analysis of the returned device identified; extended opening on anterior, yellow particles in the gel and underweight. A visual and microscopic analysis was performed which identified; extended smooth opening on anterior, crease sharp opening on posterior, stress marks and creases fold. Based on the device analysis the final assessment is: a smooth opening on anterior assessed as smooth opening. An opening crease sharp on posterior assessed as fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.